Event description:
The target lesion was the subclavian artery. The pt was a (B)(6) female. There was heavy calcification and mild vessel tortuosity, the rate of stenosis was 85%. Access was made from the femoral artery. A powerflex p3 balloon catheter (420-8040x, r0508038, complaint product) was delivered for dilatation. However, the balloon did not inflate with the indeflator (B)(4). The powerflex p3 was removed from the pt body. Another product (a balloon with a mounted express stent, boston scientific) was used and the procedure was completed successfully without any other problem. There was no adverse event and the pt is in stable condition.

Manufacturer narrative:
Device history record review was conducted and the product met quality requirements for product acceptance. The product is not available for analysis. Add'l info will be submitted within thirty days upon receipt.